Manufacturer narrative:
Evaluated 3 random sealed reservoirs. Perform pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was had recurring issues with the reservoir. The customer was assisted with troubleshooting for air bubbles. The customer¿s blood glucose was 111 mg/dl. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The customer stated they allowed for the insulin to warm to room temperature prior to filling reservoir. The customer removed the air bubbles during initial troubleshooting but called back to report persisting air bubbles in the reservoir. The reservoir will be returned for analysis.